Event description:
During ptcra procedure, the quantum maverick monorail balloon ruptured at 15 atms. The number of inflations and to what atms is unknown. The lesion being treated was a calcified and 90% stenotic lesion of the distal rca. This balloon was being used for dilation after rotational atherectomy. A bmw 0.014 guide wire and an encore inflation device were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good."